Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and the criteria for the right ventricular lead integrity alert were met. The analyst noted that 333 of 350 lifetime short interval counts (sic) are recorded beginning 2014-05-29. The lead integrity alert (lia) was triggered on 2014-05-29 due to meeting the requirements for non-sustained tachycardia and short interval counts (sic). There are five non-sustained tachycardia events recorded on 2014-05-29.

Event description:
It was reported that the patient presented after the lead integrity alert (lia) was tripped for the right ventricular (rv) lead. It was further determined that the rv lead exhibited diminished r-waves, non-sustained tachycardia episodes, an increase in short interval counts (sic), and intermittent far field t-waves. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d274drg ICD, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.